Event description:
It was reported that patient lost therapeutic effect. Patient lost bladder control and urinates when stands up. Symptoms started after a hip replacement surgery on (B)(6) 2012. Device was turned off before the procedure and turned on the day after procedure. Patient had catheter during surgery. Stimulation was felt during the morning, but not at the moment of this report. Symptoms are in the perineum. Patient had pain in the lower stomach after turning stimulation on and before the surgery. Patient had pain even when stimulation is off. Implantable neurostimulator (ins) was on left side of the body and patient had x-ray on right hip on (B)(6) 2012. Medtronic representative helped patient adjusting stimulation parameters with patient programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v963207, implanted: (B)(6) 2012. Product type: lead. (B)(4).